Manufacturer narrative:
The returned device was received and tested. The device successfully passed all functional testing. No visual imperfections were noted with the device electrode array. The reported complaint and adverse event cannot be confirmed.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation a perforation occurred. The procedure was aborted and the patient will return to complete the procedure on a later date. No treatment or medical intervention was needed and the patient was discharged home.